Event description:
A power source alert was reported by the caller, and there was no adverse impact on the customer's blood glucose level as they declined to provide specific details. The caller initially used a tandem charging cable and wall adapter, but the pump did not begin charging even after attempting various troubleshooting steps, including leaving it plugged in for an extended period. Eventually, using a different charging cable resolved the issue, and the pump began charging, thus no further assistance was required.